Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed while plugged in to power but shut down unexpectedly. It is unknown if a patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Event site telephone: (B)(6). E3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a unit alarming while powered off. A getinge field service engineer evaluated the unit and found unit started alarming while plugged in to ac power, but powered off. This is a repeat discrepancy with this unit. Fse replaced the executive processor pcb, but the problem returned a week later. After escalating to the sos, he recommended replacing the cart to backplane board cable, which fse did. After replacement, the unit passed all functional, safety and electrical tests to factory specifications. Unit was cleared for clinical use and returned to customer for use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The national repair center installed the cable kit cart to backplane into the cardiosave test fixture and tested the cable kit cart to backplane to factory specifications per the cardiosave service manual part number 0070-00-0639 revision p. The nrc verified the failure of the cart to backplane cable failure "non critical alarm" while not plugged in. Retaining the cable kit cart to back plane in the nrc per procedure (B)(4) rev aj.

Manufacturer narrative:
Corrected sections: (health impact).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed while plugged in to power but shut down unexpectedly. There was no patient involved.